Manufacturer narrative:
The estimate was rejected and the device was returned to the customer unrepaired.

Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "ventilator inoperative" codes related to the function of the blower motor and system board were found in the ventilator's downloaded error log.